Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a persona tasp was found chipped and fractured. There is no additional information at this time.

Manufacturer narrative:
The reported event was confirmed as product was returned and visual inspection of the returned tasp exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off, not all pieces returned. Review of the device history records identified no relevant deviations or anomalies. Root cause could not be determined with information available as frequency of use is unknown and conditions of use are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.